Event description:
The patient was originally implanted in 1993. The entire device was removed from the patient date, reason, and surgical details not indicated. Type of inflatable device not indicated.